Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 162mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.